Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that two pipelines failed to open and the phenom catheter was damaged. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left internal carotid aneurysm involving c5/c6 with a max diameter of 21mm and a 12mm neck diameter. The landing zone was 4.2mm distally and 5mm proximally. It was noted the patient's vessel tortuosity was severe. The access vessel was the right femoral artery with a diameter of 8mm. The angiographic result showed slowed down blood flow in the aneurysm post procedure. It was reported that during the operation, the phenom27 microcatheter reached the m2 segment of the middle cerebral artery and (B)(6) was delivered to the position. The stent was successfully opened at the m1 segment, pulled back and positioned at the internal carotid artery anchor point, and continued to deploy the stent and after passing through the tumor neck and at the posterior curvature of the cavernous sinus segment, the stent could not be opened. The surgeon observed that the stent did not open even when changing different angles. After increasing and decreasing tension, and retracting it twice and re-deploying, it still could not be opened. The surgeon removed the stent and the phenom27 microcatheter from the body together, and found slight damage to the distal end of the phenom. It was replaced with another stent (B)(6) and a new phenom27 to be in place and deploy the stent. The tip of the stent was deployed for about 10mm and did not open. It was retracted and deployed again. At this time, it was found that the shape of the tip of the stent was abnormal and it was withdrawn. The distal end of the stent was found to be damaged. The (B)(6) stent was replaced. After it was delivered in place, the stent opened normally and the surgery was successfully completed. It was noted that (B)(6) failed to open in the proximal section and that the middle part of the device was positioned in a bend. More than 50% of the device was deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other device required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. The pipelines were used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a 6f neuromax guide catheter.

Manufacturer narrative:
Product analysis #(B)(4): equipment used: video inspection system (m-78210), ruler 200cm (m-83361). As found condition: the pipeline flex pushwire was returned for analysis within shipping box; within a plastic bag; and within an opened pipeline flex inner pouch. The pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at proximal as the pipeline flex braid was not returned for analysis. However, the root cause could not be determined. It is likely the severe vessel tortuosity may have contributed to the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the distal section of ped-500-30 did not open. The pipeline was not placed in a vessel bend when it failed to open. Re-sheathing and re-deploying were attempted to open the second pipeline.